Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was replaced with another medtronic product of the same size with no issues noted. There were no anomalies regarding the anatomy. E. Initial reporter's details updated and phone number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had 20-degree tortuosity, 30% calcification and 95% stenosis and was located in the right coronary artery (rca). There were no problems detected when the device was removed from the tray. The lesion was pre-dilated. The device did not pass through a previously placed stent. Resistance was encountered while advancing the device. Excessive force was not used. The stent was damaged while attempting to be passed through the lesion. The device was replaced with another medtronic product of the same size. Patient demographics section a. Patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: procedural images were provided for review. Initial images show the treatment of a lesion in the lcx. Contrast injection into the left coronary system show collateral flow into the distal rca. After successful treatment of the lcx, contrast injection into the rca shows the rca has a jacket of stents from the mid to distal vessel. There is an occlusion mid rca at the proximal end of the most proximal stent, through to the distal vessel. There appears to be a 9-minute time gap after wiring of the vessel. No images were provided showing the attempted unsuccessful delivery of a stent into the vessel and withdrawal without deployment. This suggests the events were not captured and may have occurred during the 9-minute time gap period. The rca was pre-dilated followed by stent deployment and post dilation of stents. This resulted in good flow restoration throughout the vessel. Product analysis summary correction: kinks were evident on the hypo-tube. Additional information: event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a lesion. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the stent couldn¿t pass through the lesion. The patient is alive with no injury. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx).